Manufacturer narrative:
Additional information: b5 it was reported that a spectrum pump keypad had one key that was not working. This occurred during testing. There was no patient involvement. No additional information is available. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, faulty keypad was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an faulty keypad during testing at the biomedical service department. There was no patient involvement. No additional information is available.